Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow valve was calibrated to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
Per china aer database: it was reported that during surgery the unit lost the ability to mechanically ventilate. The patient was switch to manual ventilation before he was transferred to a new anesthesia unit to complete the surgery. There is no patient harm.